Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was initially placed too low. The valve was recaptured one time for repositioning. The valve was successfully implanted on the second deployment. Five days later, infectious disease was consulted for right groin puncture site dehiscence. Microbiology culture was positive for escherichia coli. A seven-day treatment of antibiotics were administered. Seven days later, the infection recovered with sequelae. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5, h6: the reported event indicates that the valve was recaptured once due to sub-optimal positioning. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors could affect valve positioning including patient anatomy or physician technique. There was no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Infection is a procedural complication and is a known potential adverse effect per evolut system instructions for use (IFU). The device history review (DHR) was performed on the device batch#: 0011112056. The device was manufactured and sterilized per approved and released manufacturing processes. The device met all applicable manufacturing and sterilization specifications prior to release for distribution. There were no similar/related events reported on any devices sterilized under the same sterility load of the subject delivery catheter system (dcs). In addition, hospital-acquired infections resulting from transcatheter aortic valve implantation (tavi) procedures can generally be attributed to a number of patient and procedure-related factors rather than device-related factors. The cause of the infection could not be conclusively determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was reported that following the implant of this transcatheter bioprosthetic valve an electrocardiogram (ECG) identified a possible ectopic atrial rhythm. Post-implant echocardiogram showed trace transvalvular aortic regurgitation (ar). Treatment was not reported. No additional adverse patient effects were reported.